Event description:
It was reported that bd needle sftygld 25x5/8 rb needle pulled out of hub. Verbatim: needle detached from hub.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.